Manufacturer narrative:
The device was returned to the zoll medical technical service department for evaluation and the malfunction was duplicated. Root cause analysis of the bridge board found a faulty insulated gate bi-polar transistor to be the cause of the malfunction. The bridge board was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 78" meassage. Complainant indicated that there was no patient involvement in the reported malfunction.